Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure "strongly adherent to the uterine wall"') in an adult female patient who had essure (batch no. 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "global rollerball endometrial ablation with essure insertion concomitantly". The patient's medical history included heart disorder, paratubal cyst, grand multiparity and ovarian cyst. Concomitant products included ibuprofen since 2018, metoprolol since 2015 and ondansetron (zofran) since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia."), cystitis ("bladder infection"), cholecystitis infective ("gallbladder infection"), migraine ("migraines"), headache ("headache"), nausea ("nausea,"), muscle disorder ("muscle problems"), fatigue ("fatigue,"), rectal haemorrhage ("rectal bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding") and mental disorder ("psychological or psychiatric problems condition") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), depression ("depression,"), abdominal pain upper ("stomach pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), spinal pain ("spine pain"), eye pain ("eyes pain") and inflammation ("autoimmune disorder type of disorder: inflammation"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, cystitis, cholecystitis infective, depression, migraine, headache, nausea, muscle disorder, weight increased, fatigue, rectal haemorrhage, vaginal haemorrhage, mental disorder, abdominal pain upper, back pain, musculoskeletal pain, spinal pain, eye pain and inflammation outcome was unknown. The reporter considered abdominal pain upper, back pain, cholecystitis infective, cystitis, depression, embedded device, eye pain, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, mental disorder, migraine, muscle disorder, musculoskeletal pain, nausea, rectal haemorrhage, spinal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 113.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: both tubes are surgically occluded. Lot number: 922604 manufacturing date: 2011-11 expiration date: 2014-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure "strongly adherent to the uterine wall"') in an adult female patient who had essure (batch no. 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "global rollerball endometrial ablation with essure insertion concomitantly". The patient's medical history included heart disorder, paratubal cyst, grand multiparity and ovarian cyst. Concomitant products included ibuprofen since 2018, metoprolol since 2015 and ondansetron hydrochloride (zofran) since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia."), cystitis ("bladder infection"), cholecystitis infective ("gallbladder infection"), migraine ("migraines"), headache ("headache"), nausea ("nausea,"), muscle disorder ("muscle problems"), fatigue ("fatigue,"), rectal haemorrhage ("rectal bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding") and mental disorder ("psychological or psychiatric problems condition") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), depression ("depression,"), abdominal pain upper ("stomach pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), spinal pain ("spine pain"), eye pain ("eyes pain") and inflammation ("autoimmune disorder type of disorder: inflammation"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, cystitis, cholecystitis infective, depression, migraine, headache, nausea, muscle disorder, weight increased, fatigue, rectal haemorrhage, vaginal haemorrhage, mental disorder, abdominal pain upper, back pain, musculoskeletal pain, spinal pain, eye pain and inflammation outcome was unknown. The reporter considered abdominal pain upper, back pain, cholecystitis infective, cystitis, depression, embedded device, eye pain, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, mental disorder, migraine, muscle disorder, musculoskeletal pain, nausea, rectal haemorrhage, spinal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 113.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: both tubes are surgically occluded. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs+mr received: lot number added, "previously reported event medical device removal updated with device embedded". Events abnormal genital bleeding, infection (bladder/urinary tract/vaginal): bladder, gallbladder infection, depression,chronic inflammation, migraines, headaches, nausea, muscle problems, weight gain, pelvic pain, medical device monitoring error, fatigue, rectal bleeding, vaginal bleeding, menorrhagia and mental disorder added. Severity added for events : stomach pain, shoulder pain, spine pain, back pain and eyes pain. Concomitant drug added. Medical history added, lab test added and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: ppf received: case become incident, previously reported event injury to herself was deleted, newly added events - medical device removal, essure removal date was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.